Event description:
The facility's clinical engineer reported an infusion pump with an 812:02 failure code. Information was requested by baxter regarding whether or not the pump was in use on a patient when the failure occurred, specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. Additional contact information was requested but no additional contact was identified.